Event description:
Customer reported spontaneous leak in upper portion of pump segment. Set was in alaris system pump module at the time of the leak, unk hang time, unk medication or infusion rate. Although requested, no further pt or event info was available.

Manufacturer narrative:
(B) (4). (B) (4). The product has been requested to be returned for eval and customer was provided a shipping label; however, to date the product has not been shipped. A f/u report will be submitted if further info is obtained.